Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient experienced a high blood glucose event of 350 mg/dl on the second day after the set insertion located on the abdomen on (B)(6) 2026. The patient received treatment with insulin via the pump. The event lasted for three to four hours and subsequently resolved. The cause of the event was not known. No further information is available.